Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was an explosion on a brand new subject device during the preparation for use after the installation by the user. The user also reported that the subject device was plugged to high voltage other than 220v outlet and the subject device was installed together with uhi-4 (high flow insufflation unit) which had been submitted as manufacturer report number 8010047-2020-06824 as same system. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and found that the burned electrical components on the electrical circuit board inside the power unit of the subject device. There was no patient and/or physician injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and information which was used for the first time after installation and that it was connected to wrongly organized power supply connection in the user facility, omsc surmised there was the possibility this phenomenon was attributed to use of the product in the power supply exceeding the rated voltage of the subject device. If additional information becomes available, this report will be supplemented.